Event description:
It was reported that during an open bowel resection, on the first firing of the first device, it locked out and would not fire. In an attempt to fire the device, the surgeon forced the handle and broke the firing trigger. A second device was used and it was difficult to fire. It did complete the firing sequence. Once it was open, they found the device had cut but the staples on the outer side of the staple line did not fire. The procedure was completed by hand sewing. This added an additional 45 minutes to the procedure. There was no patient impact.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because display issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow up # 1/supplemental report text-(B)(4) 2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.